Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the catheter had a low flow after implantation. The patient was in the intensive care unit (ICU) with vein stenosis and heavily manipulated, making it difficult for the catheter to pass, and was only able to through the femoral access. The catheter was implanted and was removed due to a low flow. Another catheter was implanted and was removed again. One catheter has been inserted again. There was no reported patient injury.